Manufacturer narrative:
(B)(4). The clip remains in the patient the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) (70714u238) was advanced to the mitral valve and the clip was implanted successfully. However, the clip detached from the anterior leaflet, and remained attached to the posterior leaflet (slda). A second clip was implanted to stabilize the first clip and to further reduce the mr. Mr was reduced to 1. The patient is stable. No additional treatment is planned for the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported single leaflet device attachment/slda appears to be related to patient morphology/pathology; due to the pre-existing thickened leaflets. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.